Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 4968 lead implanted 2014 (B)(6). (B)(4).

Event description:
It was reported that days after the lead implant, the right ventricular (rv) lead had increased and high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.